Event description:
A patient underwent an ultrasound guided drainage catheter placement procedure using the navarre opti drain drainage. Post procedure, on (B)(6) 2026, a fracture was later discovered at the white connector end of the drainage tubing. The indwelling tube was replaced with a new one to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter hub broke issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.